Manufacturer narrative:
The autopulse was serviced for preventive maintenance however during the initial functional testing, the thermogard displayed tcmid: 06 (ce post failure) error message. The internal heater and heat fuse were replaced to remedy the fault. Following the service and repair, the thermogard was tested functionally and passed with no issue or faults observed. Visual inspection was performed and noted no damage upon receipt. Initial functional testing failed due to tcmid: 06 error message. The issue was attributed to the defective internal heater and heat fuse. The defective components were replaced to remedy the fault. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
It was reported during the pm (preventive maintenance) service, the thermogard exhibited tcmid: 06 (ce post failure) error message during functional testing of the console. No patient involvement on this event.